Manufacturer narrative:
Concomitant medical products- model: 5076-52, lead; implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their cardiac resynchronization therapy defibrillator (crt-d). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Additionally it was noted the lead displayed t-wave oversensing (twos) and undersensing. Follow up was conducted and it was verified that reprogramming was completed. The lead remains in use. No further patient complications have been reported as a result of this event.